Event description:
The accounts maintenance stated the bed has no power. He has replaced the control board but the issue remains. He said a nurse saw sparks come from the head end of the bed. The power cord has been pulled from the junction box. The bed is used in a psychiatric ward.

Manufacturer narrative:
Repairs have not been completed.